Event description:
The account alleges that the pt's leg became entrapped between the siderail and the bed frame, which caused the pt to begin to fall. The caregiver caught the pt, so no injury was reported.

Manufacturer narrative:
The technician bent the pivot tabs back into proper position, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.